Event description:
Information was received that a smiths medical cadd legacy plus pump continued to alarm no disposable after two attempts to remove cassette and replace. No patient harm.

Event description:
Information was received that another pump was used to receive remaining infusion. Incident was reported to be resolved.